Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. The device had minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported the numbers on the customer's insulin pump were ramping up during a bolus delivery attempt, while the customer was on a cruise. The customer's blood glucose was 182 mg/dl. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.